Event description:
It was reported that the patient has deceased. There is no known allegation from a health care professional that suggests that the death was device related. The cause of death was unknown. No additional information was reported.

Manufacturer narrative:
Final analysis found that a partial lead was returned. All the lead damage identified was consistent with that occurring at the time of the surgical procedure, otherwise normal lead function was confirmed.